Event description:
Pateint had afractured tibia. Dr. Inserted guide pin for a tibial rod to stabilize the fracture. Guide pin broke at 2 1/2 - 3" into the medullary canal. Dr. Removed broken fragment of wire. Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described hereindevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.